Event description:
Permanent suspension of woundstat - ws use by medical personnel due to safety concerns confirmed by the us army institute of surgical research -usaisr-. The risk inherent in ws use outweighs its benefit as a back-up hemostatic agent to combat gauze -cg- for 68w combat medics. Cg remains the recommended hemostatic agent for current combat operations. The point of contact is the director of health policy and services, office of the surgeon general, commercial, dsn.